Event description:
Customer reports the device stays in analyze and displays no shock advised and will then reset. No reported pt involvement. Service rep was unable to duplicate the reported condition.